Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a cranial resection procedure during registration, the registration frame would stop tracking randomly and they would move it slightly and tracking would resume. They swapped out the spheres and still the same behavior would occur. After finishing registration, they switched to another one and this one tracked without any issue. The site also had another reference frame that they tried to use as well and this one tracked without any issue as well. They resumed the case using the two good reference frames. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.